Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: on (B)(6) 2013, the surgeon performed a 4-level posterior lumbar fusion using matrix spine and synmesh. All of the screws and rods were in place; six of the eight locking caps had been final tightened with no problem. Upon trying to lock the seventh locking cap to the screw located at l5, the neuro surgical resident noticed that the screwdriver was not engaging the locking cap to the screw. The surgeon discovered that the tip of the screwdriver shaft had broken off during the locking of the previous screw. The broken piece was retrieved and discarded by the or staff. The surgeon then used another matrix standard screwdriver to final tighten the seventh locking cap, then placed the last locking cap and final tightened it with no further problem. The procedure was completed. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received.